Event description:
The patient reported the pink slide did not move forward and the needle did not deploy the cannula into the skin. The pod was worn for less than 1 hour. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data revealed that the pod had been deactivated after the first prime, no alarms occurred. There were no damage or deficiencies observed in the drive mechanism assembly, and no issues were found with the pod that would indicate it did not function as expected, therefore no problem was found regarding the reported needle did not deploy event.